Event description:
Clinical narrative: a 66-year-old female with acute myocardial infarction and cardiogenic shock, pre-support clinical status consistent with scai shock stage e, underwent attempted support with an impella cp via left femoral arterial percutaneous access. During insertion of the first impella cp, the physician crossed the aortic valve and activated the device; however, the pump immediately entered auto mode with suction. Fluoroscopy demonstrated a kink in the cannula located below the outlet. The device was removed, flushed, and reinserted; upon recrossing the valve and slight repositioning, the cannula again kinked below the outlet. Due to the recurring kink, the decision was made to remove and replace the device. A second impella cp was subsequently implanted without reported delivery or functional issues. Based on the available information, the initial event involved kinking of the impella cp cannula below the outlet during insertion and positioning, which resolved with device replacement. No evidence suggests a device malfunction of the replacement pump, as no delivery or performance issues were reported with the second device. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4: serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of pump flow was not determined due to lack of clinical details, no product or data logs returned for analysis. Pd-cannula assembly- (twist, bent, kinked): the cause of cannula kink was not determined due to lack of clinical details, no product returned for analysis.